Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient's nurse reported that the patient had a rash under the garment. The rash was red, bumpy, and itchy, but was not broken. The patient's nurse advised that the patient's doctor may decide to remove the lifevest from the patient. During later follow-up, it was reported that the patient did end use of the lifevest due to the rash. The patient reported that the rash had improved.